Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer noticed that the esc button did not click like the act button and arrow keys. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly and connector on lcd board was inspected and properly connected. The insulin pump was cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.